Manufacturer narrative:
Section h6 updated to reflect completion of investigation. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Cause of the reported event cannot be established based on evaluation of the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on december 5, 2023, a 5mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was placed in the left renal artery during treatment of an emergent aortic case. After an aortic bifurcation device (non-gore) was placed, they successfully delivered a vbx device in the left renal artery with no complications and appeared to have blood flow. Reportedly, no computed tomography angiography (cta) was used during placement of the vbx device. However, on december 6, 2023, the patient had no flow from the left or right renal artery. A cta was performed and the vbx device had migrated into the aortic bifurcation device and was restricting blood flow into both iliac arteries. On (B)(6), 2023, an open surgery was performed to explant the vbx device. The patient outcome is known.